Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was traveling and went through an airport security scan and her device 'shorted.' The patient felt a 'buzzing in my mouth, tongue, and face.' It was noted the patient believed her device was off while going through security and subsequently had problems having a bowel movement. Additional information has been requested, and when received, a supplemental report will be submitted.

Event description:
It was reported that the patient's device shocked them when they went through the security scan so they took the device out and put in a whole new unit. The patient always felt a tingling in their mouth, tongue, and face when the device was on and still felt it for a while when they turned the device off. It was noted that the patient had had zero of that since the unit was replaced.

Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3093-28, lot# v302162, product type lead. (B)(4).